Manufacturer narrative:
Internal complaint reference: (B)(4). Catalog number: the following are the part numbers were reported: 72205020 and 72204984. However, it is unknown which of the two failed. Unique identifier (UDI) #: UDI for the part numbers reported: 72205020 (UDI: (B)(4)) and 72204984 (UDI: (B)(4)).

Event description:
It was reported that on pmcf review microraptor knotted regenesorb, was found that during a procedure to treat a slap injury, while using one (1) microraptor knotted regenesorb and 1 microraptor regenesorb with one ultrabraid anchors, one of the anchors didn't work and broke off but it is unknown which one. It is unknown how was the event treated. After the procedure the patient reported poor compliance. Patient also had conditions unrelated to the devices as muscular weakness and pain. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H6, health effect - clinical code was updated. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Insufficient product identification information was provided and thus a product print specification review could not be conducted. A clinical review states that no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity (pmcf) was anonymous. The anchors are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. Should any additional clinical information be provided this complaint will be re-evaluated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.